Event description:
Patient who was implanted an exeter stem is admitted to hospital with the stem broken. There, the stem was replaced by a restoration.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding stem fracture involving an exeter device was reported. The event was confirmed. A visual inspection confirmed that the exeter stem was broken approximately 82mm from the distal tip of the stem. The proximal section is damaged by scratches on the neck that makes the batch number unable to be read. The distal section contains scratches that must have occurred during the explantation of the device. The material analysis review concluded that the exeter stem fractured in fatigue with the origin near the lateral surface. The stem material was consistent with the (B)(6) and iso 5832-9 alloy. No material or manufacturing defects were observed on the parts examined. The investigation concluded that the root cause of this exeter stem fracture could not be determined based on the information provided.

Event description:
Patient who was implanted an exeter stem is admitted to hospital with the stem broken. There, the stem was replaced by a restoration.